Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Arrive clinical study #008-056 prm same case as 6000089-2006-01294, 01295. It was reported that 78 weeks and 5 days after a coronary artery drug-eluting stenting treatment procedure, the pt experienced an instent restenosis and underwent a target-vessel re-intervention (tvr). The index procedure treated 3 de novo target lesions. The lesions were not calcified. Target lesion 1 was a 2.5mm vessel diameter, 24mm long, with mild tortuousity and 75% stenosis, in the 2nd diagonal branch. The lesion was not predilated. The physician implanted 1 taxus express2 2.5x24mm drug-eluting stent (des). Target lesion 2 was a 3.0mm vessel diameter, 30mm long, with mild tortuosity and 90% stenosis, in the mid left anterior descending (lad) artery. The lesion was predilated with an angioplasty balloon at 6 atms; post predilatation stenosis was 90%. The physician implanted 1 taxus express2 3.0x32 des with 3 mm of overlap. "The stent placed in target lesion 2 was noted to jail diag2. Therefore, the guide wire in diag2 was withdrawn then readvanced through the sidewall of the mid lad stent." "Target lesion 3 (18 mm long) was then identified in distal lad (cass site 14) with 60% stenosis and a 2.75mm reference vessel diameter. Target lesion 3 was treated with direct replacement of a 2.75 x 20 mm taxus stent. This stent overlapped the distal end of the taxus stent placed in the mid lad. Following this, several balloon inflations were undertaken. There was no residual stenosis in the stented segments following the procedure. There was persistent stenosis in the proximal to mid lad, proximal to the stented segment. A step-up and step-down lesion was noted, but not treated since the lesion did not appear to be highly narrowed. The pt tolerated the procedure well and he was discharged one day later on plavix and aspirin." The pt was admitted in april of 2005 with recurrent chest pain. Cardiac enzymes met guideline criteria for myocardial infarction (mi). "The rca was treated with balloon angioplasty and placement of a 2.5x16mm taxus stent. Post-procedure angiography demonstrated excellent results." There were no reported complications and the pt was discharged two days later on plavix and aspirin. The physician indicated no relationship of the mi to the taxus stent and target vessel. "The pt was readmitted in september of 2005 for evaluation of acute coronary syndrome. The pt was diagnosed with an acute subendocardial infarct." Ck elevation was not consistent with guideline criteria for mi. Seventy eight weeks and five days post index procedure, the pt underwent CABG as follows: left internal mammary artery (lima) to lad; radial artery graft to ramus; saphenous vein graft (svg) to right posterolateral artery. "The patient's postoperative course was characterized by delirium, tachycardia, and fever. The patient's post op course was also complicated by postoperative bleeding, renal failure, and pancreatitis (all resolved at the time of discharge)." The patient was discharged 23 days later. The physician indicated the relationship to the taxus stent as probable.